Event description:
The report received from the affiliate indicated that during use on the patient, the distal tip of the .014" 300cm atw guide wire "gets a run due to attempts to approach to lesion several times." In addition, the middle part of three (3) 6f .070 jl4 100cm vista brite tip guiding catheters were kinked. There was no patient injury reported. Device evaluation revealed that the atw guidewire presented a fracture / separation on its coil wire and core wire end only proximal section of the fracture was received; distal section of the fracture neither was nor received for analysis. The coil wire was received unraveled / stretched. No further information was able to be obtained.

Manufacturer narrative:
This is the initial and final combination report for this event. (B)(6). The gender of the patient is unknown. Complaint conclusion: during an interventional procedure, the distal tip of a 300cm 0.014¿ atw guidewire developed a ¿run due to attempts to approach lesion¿ and mid-shaft of three 100cm 6f vista brite guide catheters were kinked. The devices were removed with no reported patient injury. Details regarding the patient and the associated procedure were not provided. Details regarding the target vessel/lesion characteristics were not provided. During the procedure, the distal tip of a 300cm 0.014¿ atw guidewire developed a ¿run due to attempts to approach lesion¿ after multiple attempts to cross the target lesion. In addition, the mid-shaft of three 100cm 6f vista brite guide catheters were noted to be kinked. The devices were removed with no reported patient injury. The distal tip of the atw guidewire was not returned for evaluation. A non-sterile sgw atw .014 str floppy 300cm, was received coiled in a plastic bag. Guidewire presented a fracture / separation on its coil wire and core wire end with only the proximal section of the fracture received. The distal section was not received for analysis. The coil wire was received unraveled / stretched. No other anomalies were found during visual analysis. The received portion was analyzed under sem station revealed that the core wire had evidence of reverse bending. These characteristics are related to a fatigue conditions that produces weakness on the material until fracture. The coil wire presented evidence of torsion, tension and ductile dimples. These conditions are related to stretching / pulling conditions until rupture. No other anomalies were found during sem analysis. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The flexible, delicate nature of the floppy guidewire tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature and with small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. Users are instructed to use fluoroscopy to determine the cause of resistance and during any remedial actions. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, users are warned to not allow the tip to remain in a prolapsed position in order to prevent damage to the guidewire tip. If any resistance is felt (due to vessel spasm, bent guidewire or guidewire entrapment) while manipulating or removing the guidewire; the IFU warns the user to stop the procedure. The user is instructed to not move or torque the device at this point and to first determine the cause of the resistance (with the use of fluoroscopy) before proceeding or taking any remedial actions. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. However, there are possible procedural factors that may have contributed to the event. Based on the information available for review, there are procedural factors (multiple attempts to cross lesion) and handling issues (evidence of reverse bending) that may have contributed to the reported event. The reported ¿distal tip / damaged-in patient¿ event was confirmed through visual analysis with a separation of the distal tip. In addition, microscopic analysis of the core wire was consistent with fatigue as a result of stretching and pulling until rupture. This is also consistent with the report that the three guiding catheters were reported to have kinks in their mid-shaft. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.